Event description:
It was reported that the patient underwent a posterior spinal surgical procedure with rods, screws, set screws and vb replacements. A few years post-op the patient developed a severe rash with burning and itching. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.